Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 09-jun-2015, an ias emailed the reporter and requested additional information. The reporter indicated that the issue as only observed with tt3 and that other assays run in the instrument like tsh or t4 were normal. He also indicated that at the laboratory where the instrument is located was having electrical problems. The ias recommended correcting the electrical problems and then re-evaluating the issue. The ticket indicates that multiple efforts were made to obtain additional information with no success. A review of complaint history for the next four (4) months the after this ticket was opened did not identify any further assistance requested by the customer related to this event, therefore, no further action required by field service. The most probable cause of the reported event remains undetermined. Note: serial number for the device is not known, consequently the manufacturing date and instrument age can not be determined. Aproximate age of device was documented as "0" to complete the packaging process in esubmitter.

Event description:
On (B)(6) 2015, it was reported to a distribution center that a customer was having recovery issues with tt3 control and patients results with their aia-360 analyzer. The reporter indicated that during the day of the calibration, test results are normal, however, the next day, all patient samples were low. When sent to a reference laboratory, all patient samples show normal values. The reporter complained of discrepant results. An international applications specialist (ias) from the distribution company contacted the reporter to address the reported event which resulted in discrepant results. There was no indication of patient intervention or adverse health consequences due to the discrepant results.